Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited an increase in power consumption to high levels. A pump thrombosis was confirmed, and the patient underwent thrombolysis. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was not returned for evaluation. The reported event was confirmed via log file analysis, which revealed an increase in power consumption beginning (B)(6) 2018 to parameters outside normal operating range. 1 low flow alarm was logged on (B)(6) 2018. 135 high watt alarms have been logged since (B)(6) 2018. Of note, it was reported that the patient received thrombolysis therapy, after which the power consumption returned to normal operating parameters. There is no evidence to suggest a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. The low flow may be attributed to thrombus at the inflow cannula; it is likely that the thrombus got ingested into the pump, triggering the high watt alarms. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event.